Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
A reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 12/17/2013 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Additionally, no failures were observed during incoming inspection of this lot.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report air bubbles in the cartridge. The reporter stated she first noticed occasional air bubbles in the cartridge 2 months prior; however, for past two days air bubbles have been persistent. At the time of the call, the patient¿s mother stated the patient¿s blood glucose (bg) has been running high for past 2 days and every time she¿s changed out supplies she noticed air bubbles in the cartridge. She reported that at time of the call the patient¿s bg was 500 mg/dl with symptoms of vomiting, stomach cramps and positive for ketones. In response to high bg, reporter administered 3.5 units of insulin by syringe. At the time of troubleshooting, the animas representative noted that the reporter followed proper filling technique and ensured there were no bubbles in cartridge before loading in pump. The reporter denied any site issues. The animas representative noted that the reporter was filling cartridge with refrigerated insulin. The reporter was advised to bring insulin to room temperature prior to filling cartridge. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 02/22/2014 with the following findings: no defect was found. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.